Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the atrial and right ventricular (rv) leads were unable to be implanted. The procedure was completed using another atrial and rv leads. The patient was in stable condition.

Manufacturer narrative:
The reported event of unsuccessful implant was unconfirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the helix to be extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts.